Manufacturer narrative:
One abutment was returned for investigation. Visual evaluation of the as returned product identified a damaged abutment and major signs of use. No malfunction was observed on the screw threads; however, the components are too badly damaged to remove the screw. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: h3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Lot number unknown / not provided. PMA/510(k) number unknown / not provided.

Event description:
It was reported that the abutment became loose.